Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The insulin pump functioned properly. The motor was tested outside the insulin pump and passed. The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and motor error. The no delivery alarms were recurring. The customer's mother filled the tubing manually with the plunger and the insulin pump did not alarm. The insulin pump alarmed motor position encoder error and motor error during prime. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.